Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an iliac artery balloon angioplasty procedure. Reportedly, hemostasis was "challenged" and the puncture site started to bleed. Manual arterial compression was applied for 10 to 15 minutes during which a small hematoma adjacent to the puncture site was observed. Hemostasis was achieved; however, later the hematoma had grown significantly and the patient became unresponsive. The patient was taken to surgery at which time the patient became responsive. A cut-down procedure was performed and it was noted that the proglide suture had deployed correctly, but the patient had a poor vascular condition which caused bleeding away from the arteriotomy tract. Hemostasis was surgically achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.